Manufacturer narrative:
(B)(4). During service, a "stop key on phm keypad is inoperative" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) that is associated with this report.

Event description:
A baxter service technician reported finding a colleague infusion pump with "stop key on phm keypad is inoperative". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in (B)(4) will be categorized as remediated.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported leaking at the hub due to a crack. The customer is attaching an ICU medical clave connector buff cap (needle free connector), product code unknown to the male luer. This incident occurred in an unknown unit during patient use. A small amount of blood loss was reported, however no patient injury or medical intervention occurred. All connections appeared to be secure. It was unknown how long after set use began did the leak occur. No additional information is available. This is report 4 of 4.